Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that after changing the patient's site earlier in the day, a later check of the patient's blood glucose found it to be 563 mg/dl, with small ketones. Reporter then remembered forgeting to fill the cannula after inserting new ifs. There is no allegation of product malfunction. This complaint is being reported as the patient experienced hyperglycemia subsequent to use error.